Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and the model number provided by the customer, (B)(4), does not utilize a balloon. In the absence of the subject device, it is difficult to determine the root cause of the incident. A photo of the obturator was provided by the customer, however, the customer experience does not indicate any malfunction related to the obturator. Upon inspection of the photo, engineering noted no visible damage to the obturator. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the root cause of the experience could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information from sales representative received on november 24th, 2015: the information is conflicting with respect to the type of failure and model. The assistant nurse communicated the product was a (B)(4), however, she did not have access to the nurse that submitted the complaint and could only guess.

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic gastric bypass - "no specific detail provided. Time had passed and asst nurse was on vacation. Her recollection was balloon popped and there was a possible retained object in patient." Patient status - "fine at the conclusion of the procedure."